Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Reportedly, the customer was not following the proper steps during the load process. The customer's blood glucose level was 112 mg/dl. Customer changed the cartridge and followed the proper steps in the load sequence to resolve the issue.